Manufacturer narrative:
Voluntary event report was received. Medwatch:mw5151645.

Event description:
Voluntary medwatch received states patient's atrial lead exhibited noise oversensing. No intervention was done. There were no patient consequences.